Event description:
It was reported that during a lap appendectomy, the device was working during the case and then would not work. The case completed with a like device with no pt consequence. No other info was provided.

Manufacturer narrative:
Analysis summary: the analysis results found that the lcsc5ha device was returned with the clamp arm detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.